Event description:
It has been reported that the bd precisionglide® syringe needle has been found damaged during use. The following has been provided by the initial reporter: customer reports that the needle is broken, at the moment of suction of the blood, it is noticed that it is fractured. Additional information: hub is broken, near from the metalic part.

Manufacturer narrative:
Investigation summary: batch history analysis (DHR), maintenance records and quality notifications were verified, no deviation was found. The sample made available by the client for evaluation did not allow an investigation to be made because it was not the sample of the incident and the complaint could not be confirmed. The incident identified from this complaint will be monitored for trend assessment.

Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd precisionglide® syringe needle has been found broken during use. The following has been provided by the initial reporter: customer reports that the needle is broken, at the moment of suction of the blood, it is noticed that it is fractured.

Event description:
It has been reported that the bd precisionglide® syringe needle has been found damaged during use. The following has been provided by the initial reporter: customer reports that the needle is broken, at the moment of suction of the blood, it is noticed that it is fractured. Additional information: hub is broken, near from the metalic part.

Manufacturer narrative:
Correction: additional information received, hub is broken, near from the metallic part. New dt created. The following information has been updated: b.5. Describe event or problem: it has been reported that the bd precisionglide® syringe needle has been found damaged during use. The following has been provided by the initial reporter: customer reports that the needle is broken, at the moment of suction of the blood, it is noticed that it is fractured. Additional information: hub is broken, near from the metalic part. F.10. Device codes: 1354. H3 other text : see h.10.